Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported issues with the lack of adhesiveness of the sat probes which is resulting in multiple changes of probes being done on each patient. The probe is not adhereing properly and therefore not reading the o2 sats correctly. No known impact or consequence to patient were reported.